Manufacturer narrative:
Continuation of d11: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 2018-01-21, UDI#: (B)(4). H3: the returned device (distal segment of the model 8781 catheter, lot/serial number (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. After replacing the catheter, the condition of the patient was better, so the outcome was "remission."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n608573002, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 250 mcg/day) via an implantable pump for severe spastic paralysis. It was reported there was exacerbation of spasticity due to occlusion at the tip of the catheter. The date of incidence was early in (B)(6) 2020. Due to worsening of the patient's spasticity, contrast examination on (B)(6) 2020 revelated cerebrospinal fluid (csf) could not be aspirated at all. Due to kink, the catheter was replaced on (B)(6) 2020. It was stated, "since there was no problem with the catheter on the back side, it was thought that the tip of the catheter in the spinal cord was occluded, which led to the worsening of spasticity this time. This time, the patient¿s condition was placed under observation by setting the daily dose at 150mcg/day with the drug which was the same as that before the exacerbation of spasticity." The event was considered causally related to the catheter, and not causally related to the drug, pump, programmer, or surgical procedure. Further complications were not reported. Additional information was received. Due to reduced intrathecal baclofen (itb) effect of the patient, the contrast examination was performed. Csf could not be pulled at all and kink was suspected. Replacement occurred, and there was no kink on the back of the catheter. As a result, it was considered the tip of the catheter was occluded. It was also stated, "it was considered that the tip of the catheter was occluded, but in fact, it was hoped to check and confirm what kind of situation it was."